Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (54 mg/dl). Customer's health care professional recommended pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer stabilized blood glucose levels with juice.